Event description:
It was reported that during a surgical procedure at the user facility that black particles were coming out of the unit after cleaning the device. The customer stated that nothing fell into the surgical site. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report to document device evaluation results. Additionally, upon completion of the device evaluation it was determined by the manufacturer technician that the device was overheating, as well.

Event description:
It was reported that during a surgical procedure at the user facility that black particles were coming out of the unit after cleaning the device. The customer stated that nothing fell into the surgical site. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.